Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation circuit boards were reseated. The power supply was adjusted and the camera was replaced. The system was then found to be operating as intended.

Event description:
The customer reported an alarm could be heard from the system and simultaneously failed to produce fluoroscopy. No report of pt injury.